Event description:
The customer reported that the system was getting a fatal error and locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu board. The system operates as intended.